Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 8.0 x 38 mm omnilink elite stent delivery system (sds) was advanced to the target lesion, but the stent implant could not be deployed. There was no leak at the balloon (no blood observed in the inflation syringe). The balloon correctly inflated but the stent never released from it. The sds was removed from the anatomy and an unspecified stent was used to successfully complete the procedure. There was no reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The leak was confirmed. The investigation determined that the deployment issue was due to a leak in the sidearm; however, a cause for the leak was undetermined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.